Manufacturer narrative:
Investigation could not be concluded as no device was returned.

Event description:
Pt experienced a femoral shaft fracture on (B)(6) 2010 and was implanted with a lcp distal femur plate on (B)(6) 2010. Pt rehabilitation began on (B)(6) 2010 and was discharged on (B)(6)2011. On (B)(6) 2011, plate was noted to be broken and femoral bone was re-fractured. The plate was removed and replaced on an unk date.